Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced rising blood glucose after a supply change on the ilet and performed a site-only change using a 6 mm, 23 in cannula that appeared straight, noted no visible leaks or air bubbles, did not receive occlusion or dosing-stopped alerts, ate a typical lunch and announced it, and later chose to pause delivery and use subcutaneous insulin via pen; fingerstick readings reached 467 mg/dl and blood ketones were 2.1 mmol/l. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and review of available details. Investigation of this case revealed no specific findings, with insufficient information to link the event to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.